Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # m5558v. The analysis found that one pve35a device was returned in good visual condition and with three cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: was it confirmed that the vessel was proximal to cut line on jaw? Unk. What vessel was the device being fired on and the approximate compressed size? Were any malformed staples observed? No malformed staples were noticed. What does the surgeon believe was the cause of the leak? Doctor unsure of what cause of the leak was. What is the current patient status? Patient is doing well.

Event description:
It was reported that during a vats lobectomy procedure, during a firing on a vessel, there was a leak at the distal end of the staple line. To ligate properly the patient was opened and the vessel was ligated with suture. The stapler was fired twice with success after the misfire.